Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alert 80(non-recoverable system error the control processor failed to detect a simulated water temperature fault) and 72(non-recoverable system error primary outlet water temperature sensor out of range ¿ low resistance), the csv files confirmed it. Sending biomed an assessment quote. Per follow up information received via task on 02apr2025, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 17apr2025, during burn in an alarm 74 occurred, secondary outlet water temperature sensor out of range.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alert 80(non-recoverable system error the control processor failed to detect a simulated water temperature fault) and 72(non-recoverable system error primary outlet water temperature sensor out of range ¿ low resistance), the csv files confirmed it. Sending biomed an assessment quote. Per follow up information received via task on 02apr2025, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 17apr2025, during burn in an alarm 74 occurred, secondary outlet water temperature sensor out of range.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product. This report is being submitted as additional information. UDI format updated with available product information per gudid. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alert 80(non-recoverable system error the control processor failed to detect a simulated water temperature fault) and 72(non-recoverable system error primary outlet water temperature sensor out of range ¿ low resistance), the csv files confirmed it. Sending biomed an assessment quote. Per follow up information received via task on 02apr2025, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 17apr2025, during burn in an alarm 74 occurred, secondary outlet water temperature sensor out of range.